Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The mitraclip xtr is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was placed on the leaflets and final arm angle testing was performed. During clip deployment, the clip opened approximately 25 degrees, but remained stable on the leaflets. A second clip was successfully implanted, further reducing mr to grade 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. Based on the information reviewed, a definitive cause for the reported mechanical issue (clip open - locked) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.